Event description:
It was reported that the patient visited the emergency room (ER) with hyperglycemia. The patient's blood glucose (bg) levels reached 26 mmol/l (468 mg/dl). An occlusion alarm alerted while wearing the pod between 4 and 24 hours. When the pod was removed, bleeding was noted coming from the insertion site (abdomen). The patient applied a new pod prior to the ER visit. A band-aid was applied to stop the bleeding and insulin was provided to stabilize the bg levels. The patient was also given potassium and magnesium pills for treatment. The patient was released after 12 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.